Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that their therapy stopped due to power on reset (por) patient was trying to recharge when they saw power on reset (por). It is unknown if the por is related to over discharge. Patient stated his implantable neuro stimulator (ins) was low last week and he charged but not enough today he tried to charge and saw por on implantable neuro stimulator recharger. Could not troubleshoot due to lack of access to product. No further patient symptoms or complications were reported in this event.